Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/14/2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.